Event description:
User stated they were having problems with their ise system and ran patient samples which generated erroneous results. User states 5-6 patient samples were involved. Three examples were provided. Sample 1 was from a female patient: initial sodium was 122 mmol, repeat result was 140 mmol/l; initial potassium result was 3.8 mmol/l, repeat result was 4.4 mmol/l. The initial results were reported, and then corrected. User stated the patients were not affected as one was an outpatient and corrected quickly and the other two were inpatients and the doctors called about the results and they were corrected quickly too. No information was provided to determine which patients were the outpatients or inpatients. The field service representative determined the is nozzle was dispensing in the wrong position and the sample probe appeared to be dispensing improperly. He adjusted and realigned the is nozzle and sample probe. Performance tests were performed which were within specification.

Event description:
User stated they were having problems with their ise system and ran patient samples which generated erroneous results. User states 5-6 patient samples were involved. Three examples were provided. Sample 2 was from a male patient: initial sodium result was 100 mmol/l, repeat results were 118 mmol/l and 120 mmol/l; initial potassium result was 4.7 mmol/l, repeat result was 5.5 mmol/l. The initial results were reported, and then corrected. User stated the patients were not affected as one was an outpatient and corrected quickly and the other two were inpatients and the doctors called about the results and they were corrected quickly too. No information was provided to determine which patients were the outpatients or inpatients. The field service representative determined the is nozzle was dispensing in the wrong position and the sample probe appeared to be dispensing improperly. He adjusted and realigned the is nozzle and sample probe. Performance tests were performed which were within specification.

Event description:
User stated they were having problems with their ise system and ran patient samples which generated erroneous results. User states 5-6 patient samples were involved. Three examples were provided. Sample 3 was from a female patient: initial sodium result was 124 mmol/l, repeat result was 135 mmol/l; initial potassium result was 3.9 mmol/l, repeat result was 4.3 mmol/l. The initial results were reported, and then corrected. User stated the patients were not affected as one was an outpatient and corrected quickly and the other two were inpatients and the doctors called about the results and they were corrected quickly too. No information was provided to determine which patients were the outpatients or inpatients. The field service representative determined the is nozzle was dispensing in the wrong position and the sample probe appeared to be dispensing improperly. He adjusted and realigned the is nozzle and sample probe. Performance tests were performed which were within specification.